Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: brand name: linear 3-4. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 19853239. Brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 19699669.

Event description:
It was reported that the patients' implantable pulse generator (ipg) of the spinal cord stimulator (scs) system received the end of battery life message (eol). The patient underwent a revision procedure in which the ipg and leads were replaced.